Event description:
On 10/may/2024 a nurse contacted fresenius technical support for drain issues this peritoneal dialysis (pd) patient encountered during use with the liberty select cycler. The patient was in the hospital. During follow-up it was reported by a patient contact that the patient was admitted to the hospital on (B)(6) 2024 due to some complications. The patient had their pd catheter removed and had a hemodialysis catheter placed. The contact could not confirm if the patient had an infection. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024. The patient was diagnosed with abdominal cellulitis and peritonitis. The culture results were not available to the clinic. The patient had his pd catheter removed and he began hemodialysis (hd) with an hd catheter (type not specified). The patient was prescribed intravenous (IV) antibiotics (drug, dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2024. The patient will continue treatment with in-center hd and complete the IV antibiotics during treatments. It is unknown if the transition to hd is permanent. The pdrn could not confirm if the cellulitis was the cause of the peritonitis. There was no report of a fluid leak, or other issues related to this event. No further information was available. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.